Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector stuck) was due to a bent pin in the trunk cable p502. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.